Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had episodes of ventricular fibrillation (vf) and ventricular tachycardia (vt) non-sustained. The patient had syncope associated with one of the episodes. The episode showed that the vf was detected, anti-tachycardia pacing was delivered and terminates the vf. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.